Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom of the canister. The user's blood glucose (bg) level was over 600 mg/dl. The user addressed bg level with a manual injection. A follow up with the user confirmed that their bg level lowered to 187 mg/dl. The user successfully loaded a new cartridge and resumed insulin delivery.